Manufacturer narrative:
(B)(4). The device was manufactured in 1998. Fisher & paykel healthcare is requesting the return of the complaint device as well as additional info in which to commence our investigation. We are not yet in a position to be able to submit our findings and will do so in a follow-up report.

Event description:
A hosp in (B)(6) reported via a fisher paykel healthcare rep that the inlet port of an rd900aeu neopuff infant resuscitator was damaged prior to use. No pt consequence was reported.